Event description:
Customer called to report a needle anomaly on the sensor. Customer stated that the needle is detaching from the sensor. Customer stated that the needle was clamped and hurt the skin. Customer's blood glucose level was not included in the report. Product is not being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.